Event description:
Litigation papers allege grinding, metal flakes in and around the socket, fluid on the joint, pain and suffering, swelling, limited range of motion, audile noise, medical expenses and loss of enjoyment of life.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. H3 other text : not returned